Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display corners, cracked battery tube threads and a cracked reservoir tube lip. No unexpected rewind or noise anomaly was noted during testing.

Event description:
It was reported that customer was hearing weird noise on the insulin pump. Customer stated the insulin pump was like rewinding and customer does not see any alarms. Customer requested for insulin pump replacement. Customer's blood glucose was 7.9mmol/l. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.